Event description:
The customer reported that her blood glucose was 233 mg/dl at 8:30 pm and 352 mg/dl at 10:30 pm. While giving herself a 9.50 unit bolus, she smelled insulin and saw that the pod was leaking. When she removed the pod, she noticed that the cannula was bent, but did not know if it was from the adhesive being "folded over".

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or any leak or to determine if either could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that above 250 mg/dl, follow the treatment advice of your healthcare provider".